Event description:
Intravascular balloon on cooling system ruptured. Patient received 500cc of ns intended to cycle through the balloon and cool the patient, not be infused into the patient. FDA safety report ID # (B)(4).